Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the pacemaker was in backup vvi. The device was successfully restored. The patient also reported experience fatigue and was stable before, during and after the reprogramming.

Manufacturer narrative:
Correction: (B)(4).